Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories:1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced communication issues between the charging system and the ipg approximately two months ago. The sjm representative confirmed lack of communication between the ipg and external devices. Surgical intervention may take place to address the issue.

Event description:
Further review of the event identified there was no additional information regarding troubleshooting attempts when the patient was unable to communicate with the charger two months ago.

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg.